Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Physical evaluation of the complaint device reveals: leaks were noted at the biopsy channel. The bending section was broken with protrusion of the skeleton. There was a dent in the insertion tube. The angulation was low. The device history record (DHR) for the complaint device was reviewed and it was confirmed there were no abnormalities in the manufacture of the device. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Conclusion: the definitive cause of the reported event could not be established. Based on investigation results the probable cause is : the user inadvertently manipulated the scope with excessive force to bending section.

Event description:
It is reported during an unspecified procedure using an uretero-reno videoscope, the scope was found to have a broken tip. There was no patient impact related to this occurrence.